Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018 there were cracks on the new head ring positioner. The device was not in contact with the patient. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, however, the photos provided were reviewed. The complaint reported were not able to confirm the failure and could not clearly define the stated crack. The serial number was not provided therefore a DHR review could not be performed. The complaint reported cannot be confirmed. Root cause cannot be not determined at this time.